Event description:
Study no: (B)(4). Clinical adverse event received for adhesions: is this event related to the study device? Not related. Is this event related to the study procedure? Remote possibility. Date of event: (B)(6) 2024. Additional event information: clinic note added: (B)(6) 2024. On (B)(6) 2024, medical records note, the patient is four years post right total knee arthroplasty. The patient was noted, to have arthrofibrosis knee with pain and stiffness. The patient had a scar tissue surgery with open resection, poly swap in the past. The patient then fell and had regression and return of arthrofibrosis. The patient has increased pain, difficult time with mobility. An aspiration of knee was performed. And negative for any time of bacterial infection. The surgeon suggested, total knee arthroplasty revision for arthrofibrosis.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.